Event description:
In preparation for a vaccine administration, I opened the bd safetyglide needle packaging to place the needle on the vaccine. When the cap was removed, the needle was bent over in an upside-down u shape.